Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The caller was informed that they were not on the hippa list to reveal information. The customer will call back to troubleshoot the issue at a later time.